Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The field service engineer (fse) replaced the o2 sensor and verified that the ventilator then passed all tests and calibrations as outlined by the service manual.

Event description:
It was reported that while in patient use, the ventilator generated an oxygen (o2) sensor alarm. The patient was removed from the ventilator and placed on an alternate ventilator without any reported patient harm.